Manufacturer narrative:
This report is submitted on march 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient swallowed a battery on (B)(6) 2019. Subsequently the patient was hospitalised to undergo revision surgery to remove the battery on (B)(6) 2019. There is no report of patient injury associated with this event.